Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that prior to use, when removing the 190cm ht balance heavyweight guide wire (gw) from the protective dispenser [hoop], the radiopaque tip coils of the device appeared loosened and frayed. A second gw had the same issue. The procedure was completed with a non-abbott device. There was no patient involvement. There was no report of clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. Testing was performed on sterile units returned by the account. No damage or anomalies were found. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that after unpacking, a tip break and stretched coils were noted. A visual inspection was performed on 4 sterile units from the same part and lot, returned by the account. The inspection found noted no damages or anomalies. Factors that may contribute to a tip break and stretched coils noted after unpackaging include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking or preparation. In this case, because the device was not returned, it cannot be determined what cause the reported issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. G4 - PMA/510(k) #: updated from k021228 to k152709.

Event description:
N/a.